Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the plastic distal end cover was found burnt was the user may have used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from tip of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had mechanical damage during a medical procedure. The device was returned for evaluation. During the device evaluation, the plastic distal end cover was found burnt which was caused by high energy had instruments (laser/high frequency/etc.) Without ensuring sufficient distance from the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was leakage from the perforated bending section cover and pin hole in key top 4; plastic distal end cover had a crack; universal cord and cable tube unit buckled; plug unit had a crack; control unit angulation was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.